Event description:
Medtronic return product received in 2007 initially for battery depletion. No adverse event was reported. No pt symptoms were reported.

Manufacturer narrative:
The primary finding revealed a clogged/cracked pump tube with leaks that was drug related.